Manufacturer narrative:
(B)(4) - device 1 of 10. E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with ten infusions set cannulas were kinked. The events exact dates were unknown. The patient reported issue starting from february 2024 until april 20th being the most recent issue. The event was noticed within 3 hours of insertion. The insertion site was abdomen. The patient reported high blood glucose level of 300 mg/dl value. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.